Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of hysterectomy ('hysterectomy') in a 56-year-old female patient who had essure UDI no. (B)(4) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, essure removal). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: the possibility of te device causing autoimmune reactions or connective tissue changes in the joints is already known. It was necessary to perform a hysterectomy in order to remove the implant intact, without the risk of leaving any implant fragments in the abdomen. The device is not available. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of hysterectomy ('hysterectomy') in a (B)(6) year-old female patient who had essure (batch no. Not available, UDI no. (B)(4)) inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hysterectomy outcome was unknown. The reporter considered hysterectomy to be related to essure. The reporter commented: the possibility of te device causing auto-immune reactions or connective tissue changes in the joints is already known. It was necessary to perform a hysterectomy in order to remove the implant intact, without the risk of leaving any implant fragments in the abdomen. The device is not available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.